Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, unknown femoral component, unknown articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00631, 0001822565-2020-00632.

Event description:
It was reported that the patient underwent a left knee procedure. Subsequently, the patient immediately developed a severe infection at the surgical site that resulted in amputation of the leg. Attempts have been made and no further information has been provided.